Event description:
It was reported that during a stenting treatment procedure, a vessel dissection occurred. Accessed was obtained through the right femoral artery. The lesion being treated was located in the diagonal (dx) artery. The lesion was not predilated. The physician deployed a 2.25mm ion stent. Post deployment, a dissection was observed at the distal end of the stent. The physician deployed a 2.25mm ion stent distal to the previously deployed stent. The case was successfully completed. No patient complications were reported and the patient's status is ok.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer - the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).